Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine 5 mg/ml at 0.76mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6)2019 it was reported that the pump rotated in the pocket, the cap end was hitting the iliac crest causing pain. The environmental, external or patient factors that may have led or contributed to the issue was the patient was overweight, possible patient compliance, possible physician did not initially suture down pump or suture broke. There was no diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was surgical pump revision. The physician properly re- positioned and sutured down the pump. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.